Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor was producing higher readings than readings received on a competitor¿s meter. She further reported that on an unspecified date customer received an unspecified sensor results that was ¿approximately 60 mg/dl higher¿ than a meter result of approximately 50 mg/dl. Customer experienced ¿shaking¿ so a family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor was producing higher readings than readings received on a competitor¿s meter. She further reported that on an unspecified date customer received an unspecified sensor results that was ¿approximately 60 mg/dl higher¿ than a meter result of approximately 50 mg/dl. Customer experienced ¿shaking¿ so a family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.